Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Distributor did not report any injuries or medical intervention at the time of contact with dexcom technical support.